Event description:
The device was connected to a person diagnosed in cardiac arrest. The device continued to display the message connect electrodes and use of the device was inhibited. The pt was not resuscitated. The pt's downtime was reported as 1 to 1 1/2 hours prior to the use of the device. The pt was described as very blue in color. The pt did not exhibit any rigor. The medic also said they were unable to bag the pt because the pt's lungs were full.